Manufacturer narrative:
Result codes: brake plate kit, brake crank assembly.

Event description:
It was reported by service report that the brakes were not holding to specifications, and they could not be disengaged. The customer could not determine whether there was pt involvement, however, no adverse consequences were reported.